Event description:
It was reported to philips radiation could not be released with the system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the e-cabinet was completely off. The field service engineer inspected the system onsite and after the replacement of power supply and mpd control unit, the device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that it was not possible to x-ray. During troubleshooting, the fse identified that the power on circuit, 24 volt power supply, mpd control unit and transformer needed replacement. The power supply and mpdu control unit were returned for further analysis. Whilst the analysis did not identify failures with the mpdu and power supply, the replacement of the defective parts by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.